Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment, and was completed using same system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently giving a warning message during startup. Upon inspection, the fse determined that the control module was faulty. The fse replaced the control module. After replacement of the control module, the system was returned to use in good working order. Previously, the collimator issue was first reported on 22nd june 2022. The philips technician performed troubleshooting but couldn¿t find any error. Later, the collimator issue was again reported on 26th april 2023 and it was stated that the detector rotation button was sticky, getting stuck in a non-zero position and causing the rest of the geometry to stall. The fse replaced the control module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently gives a warning message during startup of ''a button is pressed during startup''. A philips remote service engineer (rse) provided the customer with a quote for a replacement control module. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.